Event description:
The patient received a dura-guard bovine pericardium prosthetic patch implant for dura mater closure after a craniotomy for a tumor resection (surgery date unknown). At some time after the surgery (date unknown), the patient developed a fever of unknown origin. A sample of the patient's cerebrospinal fluid was obtained and eosinophils were found in the sample, indicating possible allergic reaction to the patch. No bacteria were found. The diagnosis of "aseptic meningitis" was made, possibly due to an allergic reaction.